Event description:
Customer reported that after applying the restraint as directed the patient was able to pull and separate the restraint from the connecting strap. There was no patient injury reported.

Manufacturer narrative:
Product was requested to be returned for evaluation and has not been received. Note: this submission is based solely on the user facility statement. Note: reference the instructions for use warning: before each use, check cuffs and straps for cracks, tears, and/or excessive wear or stretch; cracked or broken buckles or locks; and/or that hook and loop adheres securely, as these may allow patient to remove cuff. Discard if device is damaged. Monitoring: check the patient regularly to ensure that: cuffs are secure. Death or serious injury to the patient or others may occur if the patient can remove the cuffs. Manufacturer reference file (B)(4).